Event description:
On (B )(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not know when the subject meter allegedly began to read inaccurately high. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her regular diabetes management regimen as a result of obtaining the alleged inaccurate high results. She reported, on date/time unknown, after the start of the alleged issue, she developed symptoms of ¿hot flashes, fatigue, dizzy, disoriented [and] speech slurred¿. She reported that the emergency medical services (ems) was contacted. She alleged that she obtained a blood glucose result of ¿71 mg/dl¿ on the subject meter and ¿41 mg/dl¿ on the ems meter performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient alleged that she was treated by a healthcare professional with ¿food and/or drink¿ for her symptoms. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure and she had used the correct testing steps. However, the cca noted that the patient¿s test strips had expired in april 2008. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.